Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (femoral artery calcium which is fluoroscopically visible at access site) the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. Manual compression was applied to achieve hemostasis. Later that day, the patient developed leg pain. A femoral angiogram performed revealed a vessel occlusion at the access site. An endarterectomy was performed to remove plaque from the vessel. There were no reported adverse patient sequelae. Though requested, no additional information was provided.